Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer indicated via phone call that they had calibration errors regarding their fluctuating high and low blood glucose. Customer indicated that they had a blood glucose of 222 mg/dl but the pump indicated it was at 40 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer to wait until blood glucose stabilizes to re calibrate and to monitor pump and to follow up with doctor regarding blood glucose levels.